Event description:
Info received indicates the siderail will not latch in the highest position.

Manufacturer narrative:
The tech found rust in the pivot arm of the siderail. The tech replaced the siderail to repair the bed.